Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards annuloplasty ring was explanted after an implant duration of approximately eight (8) months and replaced with an edwards bioprostheti valve. Follow-up revealed the patient underwent mitral and tricuspid valve repairs, then after a somewhat difficult post op period, she had new complaints of dyspnea. Toe showed valvular and paravalvular mitral regurgitation. Reoperation eight months after implant showed mitral ring (subject device) dehiscence at the posterior commissure and p2 prolapse with too long neochordae. The patient underwent a mitral valve replacement, patient was in good condition post-op.

Manufacturer narrative:
Additional manufacturer narrative: report of an annuloplasty ring explant after eight (8) months due to regurgitation caused by dehiscence of the ring. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, the explanting surgeon does not allege any device malfunction or quality deficiency related to this event, but suggests possible factors such as "too small ring" or "stitches not deep enough", which are technique related factors. Therefore, report suggests no information to suggest a device quality deficiency or malfunction related to this event. Edwards will continue to review and monitor all events.